Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler during step 9 after ending the patient¿s pd treatment. The patient reported receiving drain complication encountered alarms during drain 2 of 7 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noted there were two holes in the cassette. The fluid leak did come in contact with the cycler. The patient stated they re-setup supplies and attempted to resume treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area under the catch posts. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found on the bottom cover during an internal inspection of the cycler. Fluid was found in the hp1, hp2, and hp3 filters during the inspection. The cause of the observed dried fluid and fluid could not be determined. Fluid in the hp1, hp2, and hp3 filters is a related to the reported symptom code lf22 (m31 air detected in cassette warning). There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler during step 9 after ending the patient¿s pd treatment. The patient reported receiving drain complication encountered alarms during drain 2 of 7 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noted there were two holes in the cassette. The fluid leak did come in contact with the cycler. The patient stated they re-setup supplies and attempted to resume treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler during step 9 after ending the patient¿s pd treatment. The patient reported receiving drain complication encountered alarms during drain 2 of 7 of treatment. It is unknown at which point in therapy the leak may have begun. The patient noted the cassette film was broken and there were two holes in the cassette. The fluid leak did come in contact with the cycler. The patient stated they re-setup supplies and attempted to resume treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested but was not received to date.